Event description:
Procedure: laparoscopic cholecystectomy. Reportedly the balloon ruptured inside the patient's cavity. Pieces of the silicone covering of the balloon were retrieved from the surgical site. No patient injury reported.